Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure but outside the patient, the fiber broke in two sections. As a result, there was an extension in the operating time. The fiber was replaced and the procedure completed without patient complications.

Event description:
It was reported that during the procedure, the fiber broke. The procedure was completed with another fiber without patient complications.